Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50¿s mg/dl. Reportedly, the cause of the low bg was due to a ¿missed meal bolus.¿ customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made by tandem technical support to follow up with the customer to obtain additional information; however, no response from the customer was received.